Event description:
The facility representative reported overinfusion of pitocin on a 25 year old maternity patient. Pitocin infusion was started on this patient at the rate of 2 cc per hour. Approximately 2 minutes later, patient complained of flushing. Caregiver noted fluids dripping in drip chamber of tubing at a faster rate than should have been for 2 cc per hour. Pump was turned off but fluid was still dripping in drip chamber of tubing. Roller clamp was closed on tubing and tubing was disconnected from the patient. Fluid was still infusing through the tubing. Pump was removed from the patient. Fetal heart rate had a brief deceleration but recovered to baseline after the infusion was stopped. No patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
The device has not yet been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.